Manufacturer narrative:
Analysis of the returned subject device highlighted that the reported event was caused by a defective wirex cable. The monitor works correctly with another wirex cable. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the patient observed that the transmit lamp on the smartview monitor kc980 (serial number: (B)(6) was illuminated red. After power cycling the device, none of the lamps illuminated. On (B)(6) 2024, the patient contacted us. After power cycling the device, the power lamps lit up and the monitor started normally. On (B)(6) 2024, the patient contacted us by phone. Upon verification, the patient discovered the power lamps was not lit. Power cycling resolved the issue, but 2-3 days later, the power lamps failed to light again, and none of the lamps lit. On (B)(6) 2025, replacement of the smart view monitor kc980 (serial number: (B)(6) was decided, and the replacement was performed on (B)(6) 2025.